Manufacturer narrative:
The patient samples were not available for further investigation. It was determined that the result differences generated between the different methods are consistent with methodological differences. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft3 iii ver.2 results for 4 patient samples on two cobas e 801 modules and a cobas e 411 immunoassay analyzer compared to an abbott architect analyzer. This medwatch will cover ft3 iii. Refer to medwatch with a1 patient identifier (B)(6) for information on the tsh ver.2 results and medwatch with a1 patient identifier (B)(6) for information on the ft4 iii results. The initial results were reported outside of the laboratory. The doctor questioned the results and the samples were sent out for investigational testing. The customer's e801 analyzer serial number was requested but not provided. The customer's ft3 iii ver.2 reagent lot and expiration date were requested but not provided. The investigational e801 analyzer serial number is (B)(4). The investigational e801 reagent lot is 611920. The investigational e411 analyzer serial number is (B)(4). The investigational e411 reagent lot is 573234 and the expiration date is 31-jan-2023.